Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision procedure with a mentor smooth round spectrum 375cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 560cc saline breast prostheses on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2018, it was reported that the date of implant for the for the suspected medical device is (B)(6) 2013. On (B)(6) 2018, it was reported that the serial number for the suspected medical device is (B)(6). (B)(4).